Event description:
Medtronic received information that the catheter tip of this cannula detached from the cannula. This observation was made prior to use, with no impact to the patient. The product was returned to medtronic for analysis.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: visual inspection shows the white silicone tip was detached from the cannula when received. Specification state that the tip is to be bonded to the distal end of the cannula. Further inspections shows some silicone adhesive was present on the loose tip, along with some evidence of adhesive on the inside surface of the cannula. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device confirmed through laboratory testing. Although adhesive is present on both the cannula tip and the distal end of the cannula, it appears that an insufficient amount of bonding material was used during manufacturing. There have been no additional complaints from this product lot, suggesting this to be an isolated occurrence. Medtronic continues to monitor field performance to detect similar events.